Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting ventricular oversensing of atrial events which resulted in pacing inhibition in the ventricle. The patient does not have an underlying ventricular rhythm due to complete heart block. A guidant technical services (ts) consultant reviewed electrogram strips which indicated that right ventricular sense only occurred when the device was atrial pacing. When atrial sense occurred, no oversensed events were noted. Ventricular automatic gain control was already programmed to least. Right ventricular sense fell about 120 milliseconds from atrial pulse events, therefore crosschamber blanking was thought to not be long enough. No adverse patient symptoms were reported.